Manufacturer narrative:
Other relevant device(s) are: product ID: 7495-51, serial#: (B)(4), product type: extension. Product ID: 3387-40, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: 03-nov-2001, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 03-nov-2001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient¿s implant was explanted on june 1st. The rep spoke with the physician who stated the left lead, extension, and neurostimulator was removed due to an infection. The devices were discarded after explant.